Manufacturer narrative:
This report is submitted january 25, 2017.

Event description:
Per the clinic, the patient experienced a magnet dislodgment during an MRI scan (date not reported). Subsequently, revision surgery was performed on (B)(6) 2017, to remove the dislodged magnet and have a new, sterile magnet placed.